Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h6, h11. The device was returned to olympus for inspection, and the reported failure "blackout" was confirmed. However, the reported failure "screen becomes noised" was not confirmed. A definite root cause could not be identified tracing to the device malfunction "screen becomes noised". Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the issue was noted to be due to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the probable cause of blackout and noised screen due to cause traced to electronical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed a blackout and a noisy screen during reprocessing. There were no reports of patient involvement.